Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy pacemaker (crt-p) device was inspected and analyzed. Review of device memory revealed no suspicious system errors or faults. Given the programmed parameters and other data stored within the memory of the device, the results of the device longevity calculation fell within an acceptable range. Having functionally passed all returned product testing, there is no further information to indicate a product performance issue.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to an unknown cause. At this time, no further information is available and was requested to the field. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should further pertinent information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced due to an unknown cause. At this time, no further information is available and was requested to the field. No additional adverse patient effects were reported. The device was returned and is currently undergoing technical analysis.